Event description:
It was reported that this pacemaker exhibited farfield oversensing in its atrial channel of the devices ventricular pacing. Technical services (ts) was consulted about the stored episodes. Ts discussed available settings and reprogramming the device to prevent the oversensing from occurring. This pacemaker remains in service. No adverse patient effects were reported.